Manufacturer narrative:
In order to make a cause determination, all of the clinical details outlined in would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. The pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
On (B)(6) 2025, an 83-year-old female with a past medical history of chronic kidney disease, chest pain, hypertension, and shortness of breath presented with a one-week history of shortness of breath, nausea, vomiting, and feeling unwell. She was placed on bilevel positive airway pressure in the emergency department. According to reports, she experienced a brief respiratory arrest without the need for chest compressions and was subsequently intubated in the emergency department. Laboratory testing revealed elevated cardiac troponin levels, and transthoracic echocardiography demonstrated a left ventricular ejection fraction of twenty-five percent with akinesis of the apex. The patient was taken to the cardiac catheterization laboratory for emergent percutaneous coronary intervention. The patient tolerated the procedure well with the impella device in place. During removal of the vascular sheaths, ectopy occurred and resolved following repositioning of the catheter. No vasoactive medications were required. Patient had ectopy (arrhythmia) with noted resolution by repositioning of the catheter which is considered standard troubleshooting.